Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The fe indicated the system displayed a cine disk error; thereby losing subtraction, road-mapping, or other critical vascular cine functions. No pt or user injury was reported to this event.